Event description:
New information reported that the patient had mesothelioma and died after lung biopsy.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, the patient presented with dyspnea on exertion. The promus stent was implanted in the first obtuse marginal vessel. Post-procedural stenosis was 0% with timi iii flow. The patient was discharged the next day. On (B)(6) 2012, the patient died at home. No other information is available about the cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4).